Event description:
While performing nasal surgery to relieve an airway obstruction, the physician and staff were trying to cauterize at the base of the nose and pt received a jolt. The physician and staff changed the cable and forcep and the jolt occurred again. The physician and staff changed to another coagulator and were able to finish the procedure. The pt was under anesthetic and per staff is doing fine.